Manufacturer narrative:
(B)(4).. Lot/serial: (B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The images is pending on collection back for evaluation, so the conclusion is not available.

Event description:
It was reported to gore that the patient was to be implanted with a gore® viabahn® endoprothesis for treatment of the iliac artery aneurysm. The viabahn® device was advanced from the femoral artery via an ampalze guide wire to the target lesion. After deployment was initiated, the viabahn® device was reportedly not able to continue deployment when the distal of stent was expanded about 2cm. The viabahn® was able to retract through the sheath. The physician used another brand device to continue the procedure. The patient had a good outcome.

Manufacturer narrative:
Add imaging evaluation results. Added method code and updated conclusion code. Refer for the results of the imaging evaluation. Per the gore® viabahn® endoprosthesis instructions for use (IFU), w. L. Gore & associates acknowledges that although rare, complications and adverse events such as deployment failure may occur.